Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part number: 314.115, synthes lot number: 4424605: supplier lot number: 4424605, release to warehouse date: 12-jun-2002, supplier: na: manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. The t15 screw driver (part: 314.115, lot: 4424605, mfg: 12-jun-2002) was received with the reported condition of ¿unable to disassemble: nrm.¿ at customer quality, the returned t15 screw driver (part: 314.115, lot: 4424605, mfg: 12-jun-2002) was visually inspected and the complaint of screwdriver sticking with drill guides was unconfirmed as the returned screw driver was not intended to use with the returned drill guide. Additionally, the handle was observed with cracks proximal to the dowel pin. Furthermore, the handle has few broken fragments separated from it at its connection portion to the shaft. Broken fragments were not received. Also, discoloration of shaft has also been observed at its connection point to the handle. Therefore, over all complaint condition was confirmed. Relevant technique guides for lcp plates (anterolateral distal plates, posteromedial proximal plates, periarticular proximal system) and universal locking trochanter stabilization plate were reviewed and it was determined that threaded drill guides are used to aid drills in drilling the screw holes. Technique guide also states to remove threaded drill guide from the plate holes after drilling to enable screw insertion using t15 screw drivers. Complaint condition was able to be replicated at customer quality and the two devices were observed to be slightly stuck when used together. However, based on the reviewing relevant technique guides during the investigation it was determined that the returned screw driver is not intended to be used with drill guides. Therefore, the complaint of both devices sticking together during use is unconfirmed. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture) and determined to be suitable for the intended design and application when used as recommended. Additionally dimensional analysis performed on the handle diameter at the portions of broken fragments measured that falls within the specifications per relevant drawing. Dimensional analysis was determined to be inapplicable as it was observed that the incompatible usage of screw driver with the threaded drill guide led to the complaint condition. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that consistent usage of device (over 15+ years) with repeated sterilization cycles could have caused shaft discoloration, cracked and broken condition of device. Also, attempting to engage the screw driver with threaded drill guide which is not intended to work with, during sterile processing could have led to the sticking complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during sterile processing it was found that a screwdriver sticks in the threaded guide and it is very difficult to separate them even with lube. No patient or procedure involvement reported. During manufacturer¿s investigation process of the returned device it was observed that screwdriver¿s handle has cracks proximal to the dowel pin. Furthermore, the handle has few broken fragments separated from it at its connection portion to the shaft. Broken fragments were not received. This report is for one (1) stardrive(tm) screwdriver t15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.